Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, the patient was monitoring her glucose levels using the dexcom g7 continuous glucose monitoring system. The device displayed a glucose reading of 68 mg/dl. Due to concern about the reading, the patient performed a confirmatory fingerstick blood glucose test, which showed a significantly lower value of 45 mg/dl, indicating severe hypoglycemia. Shortly after obtaining the fingerstick result, the patient lost consciousness. Emergency medical services (ems) were contacted by the patient¿s granddaughter. Upon ems arrival, the patient¿s continuous glucose monitor (cgm) reading was 68 mg/dl, while a blood glucose (bg) reading obtained at that time was approximately 40 mg/dl. Ems provided immediate medical intervention, including breathing support via a CPAP machine. Additional details regarding ems treatment are not available. The patient was transported to the hospital, where she later regained consciousness. Upon evaluation, the patient was reportedly diagnosed with a diabetic coma secondary to severe hypoglycemia. At the hospital, specific cgm and bg readings were taken; however, the patient does not recall the exact values. The patient remained hospitalized for approximately two (2) days, during which time she received medical treatment and monitoring. Specific details regarding medications administered, interventions performed, and laboratory test results during hospitalization are not available, as the patient does not recall the treatments provided. Following stabilization, the patient continued recovery and was eventually discharged on (B)(6) 2026. At the time of discharge, the patient reported a blood glucose level of 85 mg/dl. No additional information is available regarding follow-up care, prescribed medications upon discharge, or further diagnostic testing. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.